Event description:
A proximal segment of the lead was returned for analysis and subsequently tested out of specification during manufacturers analysis. No patient complications have been reported as a result of this event.